Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, air was observed in the steerable guide catheter on catheter. Leak was observed adjacent to the hemostatic valve larger than normal. Device was replaced and procedure was continued. All the steps were performed as per IFU. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported.